Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of the submitted log files revealed a transient pump stop that appeared consistent with an electrostatic discharge (esd) event. Review of the submitted controller event log file captured one transient pump stop event on (B)(6)2020 at 7:30:10 am, which lasted approximately 4 seconds in duration. It was noted that power cable disconnect and low power hazard alarms were observed. During the event, voltage on the mpu gradually decreased to 0v (refer to (B)(4) for the investigation). The pump appeared to ramp up to the set speed without issue following the transient pump stop event. Based on previous complaint history, this pump stop appears consistent with an esd event. The pump appeared to have functioned as intended. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. The relevant sections of the device history records for mlp-013180 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2019 . No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported issues. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with red heart and red battery alarms, and the pump was not able to maintain the fixed speed. The patient was connected to the mobile power unit (mpu) during this event and when they switched to battery power the pump ramped up to normal values. The patient was admitted and log files were downloaded. At 07:30am the pump wasn't able to maintain the fixed speed and the controller did not receive external power. The internal battery was active but the pump did not ramp up again. When switched to external battery support the device again reached the fixed speed and operated normally. The patient felt fine and was absolutely stable. Pump reset due to suspected power loss on mpu.